Manufacturer narrative:
Since it was alleged that an invacare sling was involved in an incident that led to a patient's death, an MDR is being filed for this adverse event. The model and date code of the sling are unknown, so the manufacturing location cannot be determined. Invacare full body slings were both manufactured and distributed by invacare. For the purpose of the MDR filing, the registration number for invacare corp oh/USA is being utilized. The lift involved was not manufactured by invacare. It is unclear what caused the patient to fall from the lift and whether the sling was a contributing factor. At this time, a malfunction of the sling has not been alleged. The state health employee indicated that the sling was in poor condition, but it is unknown exactly how it was damaged and if it occurred prior to the incident or became damaged as a result of the incident. The patient slings owner's manual warns, "invacare slings are made specifically for use with invacare lifts. For the safety of the patient, do not intermix slings and lifts of different manufacturers." The care section advises, "after each laundering (in accordance with instructions on the sling), inspect sling(s) for wear, tears, and loose stitching. Bleached, torn, cut, frayed, or broken slings are unsafe and could result in injury. Discard immediately." Multiple attempts were made to gather further details about the sling and its involvement in the alleged event. At this time, no further information has been provided. Should additional information become available in the future, a supplement record will be filed.

Event description:
A state health employee reported that an invacare full body sling was being used with an arjohuntleigh ceiling lift, and someone fell out of the lift and died.